Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2012 and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products associated mdrs #1225714-2014-05010, 05012, 05013, 2937457-2014-01150 and 01151.